Event description:
The reporter states the plate fractured.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that in the absence of pt info, an accurate conclusion cannot be drawn.